Event description:
Contact reported that upon a follow up x-ray, it was noticed that one of the screws had backed out from the cervical plate. The screw was impinging on the esophagus and a revision surgery was required to remove all four screws as well as the plate. The pt was placed in a halo and will remain in traction until he fuses. As surgical intervention occurred, an MDR is being filed to document this event.

Manufacturer narrative:
Eagle screw was reported to have backed out from the plate post-op. Device was given to the pt and not returned for evaluation. No conclusions can be made at this time. The process of screw fixation is technique sensitive and care must be taken to ensure that the screw are properly angled and fully tightened.